Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The breathing system was calibrated and the issue was resolved. No report of patient involvement. MFR site: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(6). Legal manufacturer: hcs madison - (B)(4). Device evaluated by MFR: the distributor performed a checkout of the equipment and confirmed the reported complaint. The breathing system was calibrated and the issue was resolved. No report of patient involvement. MFR site: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(6). Legal manufacturer: hcs madison - (B)(4).

Event description:
The hospital reported a malfunction resulting in loss of mechanical ventilation. There was no patient involvement.